Event description:
During a regular follow-up of the associated ICD system pacing impedance and coil continuity measurements (svc & rv) were, reportedly, greater than 1200ohms. Furthermore, it was indicated that there was no issue relative to noise sensing or inappropriate therapy. An intervention to replace the subject lead and associated ICD is scheduled for (B)(4) 2014.

Event description:
During a regular follow-up of the associated ICD system pacing impedance and coil continuity measurements (svc & rv) were, reportedly, greater than 1200ohms. Furthermore, it was indicated that there was no issue relative to noise sensing or inappropriate therapy. An intervention to replace the subject lead and associated ICD is scheduled for (B)(6) 2014.